Manufacturer narrative:
This report is submitted on march 14, 2024.

Event description:
Per the clinic, the patient experienced episode of meningitis in (B)(6) 2023 (specific date not reported). Then, the meningitis recurred on (B)(6) 2024 (specific date not reported) and the patient was hospitalized prior to it (specific date and duration not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with oral and IV antibiotics (date and duration not reported). The following additional information was received regarding the episodes of meningitis: the patient is reported to have an etiology of bilateral hypoplastic cochlea. There were no reported craniofacial malformations, nor basilar skull fractures. The patient did receive pre-implant immunizations (specific vaccines not reported). The receiver stimulator was drilled to the dura, and surgical complications were reported. A csf leak occurred intra operatively. The meningitis episodes did not occur within 30 days of a neurologic procedure. No vp shunts or lumbar drains were utilized at the onset of meningitis. Prior to meningitis, there were fluid in the middle ear noted. The patient did not have a prior upper respiratory infection or otitis media prior to meningitis. The patient's csf cultures revealed streptococcus pneumoniae.